Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that the lens was torn into pieces and part of the lens was missing. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted a silicone three piece lens and a haptic was torn during insertion. The lens was removed without any patient injury. The reporter stated that the incident was due to a loading error.